Event description:
Patient called patient services on (B)(6) 2010 and alleged punctured lung from implant procedure, cannot rule out which lead. The lead was implanted on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).